Event description:
It was initially reported the patient's stimulation sensation was lost causing the patient to visit the emergency room. No treatments were reported. Additional information received indicated the patient's stimulator had reached end of life and needed to be replaced. The patient had relocated and was in the process of finding a new physician to perform the replacement.